Event description:
It was reported that approximately seven months post-implantation, the patient experienced an onset of groin pain that progressively worsened. Diagnostic testing found bony remodeling around the femoral component and cystic-appearing lucency around the acetabular component. No indication of surgical intervention at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date: dec 2024. D10: unk stem; cat: 163665 lot: j390333 cocr mod head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (1825034).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (1825034).